Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and resumed insulin therapy. Customer¿s blood glucose level was 350-454 mg/dl with high ketones. On (B)(6) 2022 the customer went to the ER and subsequently admitted to the hospital for the repeat occlusions. Customer was treated with intravenous fluids of saline, insulin, and potassium. Customer was released on (B)(6) 2022 with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.